Event description:
A facility reported that while being used during a procedure, the mlx 300w xenon lightsource (00mlx) began to smell like something was burning internally. The light and screen shut off and the unit does not turn on at all. No patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - evaluation of the xenon lightsource identified that the unit would apply power to the internal fans but there was no display or leds, and the lamp would not ignite. In addition, the unit was due for a power supply upgrade. Power supply was upgraded and control board was replaced. The unit passed all service and repair testing. Root cause analysis - it was determined that the issue of this 00mlx unit producing a burning smell and shutting off was most likely due to a malfunctioning power supply and control board. This described failure has been addressed by internal quality plan opened for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Corrective actions were implemented. It was confirmed that the specified kilovolt trigger from power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with alternative psu which is compatible with lamp. No post corrective action failures have been identified.